Manufacturer narrative:
Resmed has requested for the device and mask to be returned so that an engineering investigation can be performed. The products have not been returned, therefore, resmed is unable to evaluate the performance and integrity of the products. The airsense 10 user guide provides the following warning about possible adverse effects: - ¿the following side effects may arise during the course of therapy with the machine: drying of the nose, mouth, or throat; nosebleed; bloating; ear or sinus discomfort; eye irritation; skin rashes.¿ resmed mask user guide provides the following warning: - ¿using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient experienced gum deformation and teeth loss allegedly due to use of resmed devices and the pressure of the mask over the patient's mouth. The patient consulted with their pulmonologist and has since changed from a CPAP device to bipap device. The patient has used an airfit f20, airfit f10, ultra mirage, quatro full face mask and is currently using an airfit n30i mask. Further information regarding the patient¿s medical history and existing dental conditions has not been made available to resmed.

Manufacturer narrative:
Resmed has requested for the device and mask to be returned so that an engineering investigation can be performed. The products have not been returned, therefore, resmed is unable to evaluate the performance and integrity of the products. The airsense 10 user guide provides the following warning about possible adverse effects: - ¿the following side effects may arise during the course of therapy with the machine: drying of the nose, mouth, or throat, nosebleed, bloating, ear or sinus discomfort, eye irritation, and skin rashes.¿ resmed mask user guide provides the following warning: - ¿using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient experienced gum deformation and teeth loss allegedly due to use of resmed devices and the pressure of the mask over the patient's mouth. The patient consulted with their pulmonologist and has since changed from an airfit f20 mask to an airfit n30i mask and a bipap device from a CPAP device. Further information regarding the patient¿s medical history and existing dental conditions has not been made available to resmed.